Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due to moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with minor scratches on case, cracked select button keypad overlay, stained keypad overlay, missing retainer, cracked case (battery tube), cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer saw a red x on the display. The alarm was not resolved. The customer treated blood glucose readings with a manual injection. The insulin pump will be returned for analysis.